Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that the system turned off during a procedure. The procedure was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported system message (sm) was confirmed (via event log review). However, the reported ¿machine shutting off¿ was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 15, 2013. Based on qa assessment, the product met specifications at the time of release. It should be known that the system is designed to enter a ¿safe state¿ in the event of power loss. The ¿safe state¿ cannot pose a patient hazard. No further actions will be pursued at this time. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).